Event description:
It was reported that upon deployment of a vena cava filter, the filter was tilted approximately 45 to 60 degrees and was very close to the iliac veins. The physician gained access through the jugular vein and attempted to straighten the filter. However, the filter tilted further, approximately to 90 degrees. The physician then deployed a second filter through the jugular vein. Upon deployment of the second filter, at least two of the filter legs were crossed. Both filters remain implanted. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway. This event is associated with the same pt in the event reported under MFR report no 2020394-2010-00057.